Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys hcg test system result for one patient sample. The initial result was 6.85 miu/ml and was reported outside the laboratory. The repeat result with an aliquot in a sample cup was >5000 miu/ml and with a 1:100 dilution the result was 5021 miu/ml. The second repeat result with an aliquot in a sample cup was >5000 miu/ml and with a 1:100 dilution the result was 5270 miu/ml. The repeat results were believed to be correct and the reported result was corrected. There was no adverse event. The reagent lot number was 12326700 with an expiration date of 04/30/2017. The field service representative found the mixing paddle was slightly bent. He realigned the paddle and cleaned the measuring cell. He ran performance testing and all values were acceptable. Precision was very good. The customer ran qc and calibrated which were acceptable. Upon follow up with the customer, they confirmed there have been no further issues.